Manufacturer narrative:
(B)(4). The reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint. However, a secondary issue was noted where the meter was found to have a bad contact between spc 2 and test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.